Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving dilaudid (4 mg/ml at 1.8 mg/ml) via an implantable infusion pump. The indication for use was spinal pain. It was reported that the patient had increased pain and the pump was alarming every hour. The pump was interrogated and it was confirmed that a motor stall occurred with no recovery. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. It was reported that the patient would be scheduled for a pump replacement. The issue was unresolved and the patient was alive with no injury at the time of this report. No further complications have been reported as a result of this event.